Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicated the swg kinked during use.

Event description:
The customer reports the swg (spring wire guide) could not be extracted out of the patient.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire, an arrow raulerson syringe (ars), an introducer needle, a single lumen catheter and the product lid stock for evaluation. The guide wire was returned advanced through the ars and introducer needle. The guide wire was observed to have several kinks at the center and towards the distal end of the body. The distal j-bend was slightly deformed but intact. Dried blood was observed on the guide wire body. No defects or anomalies were observed on the ars, introducer needle or catheter. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. No defects or anomalies were observed on the ars, introducer needle or catheter. The introducer needle bevel was undamaged. The guide wire was kinked at 316, 532 and 576 mm from the proximal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm. The outer diameter of the guide wire, the introducer needle cannula inner diameter, and the cat heter body length were measured and all were found to be within specification. The guide wire was advanced through the returned catheter, ars and 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through each of the components with minimal resistance and the kinked portions passed with only slight resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between in several locations along the body. The returned guide wire, arrow raulerson syringe, introducer needle and catheter met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) could not be extracted out of the patient.